Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2018-03982; reference MFR. Report: 1627487-2018-03983. It was reported ((B)(6)) the patient experienced ineffective stimulation. One of the patient¿s leads migrated, as confirmed by x-ray, and diagnostics revealed high impedances on a second lead. Reprogramming attempts were unsuccessful. As a result, the physician repositioned the migrated lead on (B)(6) 2018. During the surgery, diagnostics continued to reveal high impedances on the patient¿s second lead, and the physician explanted and replaced this second lead. Also, during the procedure, visual inspection revealed that the suture of the swift lock anchor and the body tissue was coming apart. After the procedure, a fracture at the proximal end of the explanted lead was confirmed where the swift lock anchor was placed. Both of the patient's leads are being reported because it is unknown which lead migrated and which lead showed high impedances.